Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the light from the camera "flickered" and the image on the connected monitor screen intermittently disappeared. The procedure was completed using a backup glidescope system, which was made available in an unspecified amount of time. No harm to the patient was reported.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
G3, g6, h2, h3, h6, h10 the reported glidescope avl video baton 3-4 was returned to verathon along with the glidescope video monitor (gvm) used in the reported patient procedure. A verathon technical service representative evaluated the returned devices and confirmed the reported image issue. When connecting the reported glidescope avl video baton 3-4 to known, good, test verathon equipment, the image on the connected test monitor produced a flickering image, green lines, and a disappearing image. Next, the returned video monitor was connected to known, good, test verathon equipment, and was found to be working as intended. Upon visual inspection of both the reported video baton and returned video monitor, the verathon technical service representative identified damage to the video baton's lens housing, flex tube and cable. The glidescope avl video baton 3-4 failed verathon's functionality testing. The reported issue was isolated to just the reported glidescope avl video baton 3-4. Upon completion of the evaluation the devices were returned back to the customer, with the glidescope avl video baton 3-4 being returned back "as-is" per customer's request, as there are no repairs available for the video baton. Corrective action is not required at this time. Verathon will continue to monitor for trends.